Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and surgical procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary stenting procedure. Reportedly, the lever was closed and the device was removed from the patient. When the device was removed, the foot was open and the femoral artery was ruptured by removal of the device. A balloon was placed to stop the bleeding. The patient was taken to surgery for arterial laceration repair. The physician is reportedly trained in the use of the proglide device. No additional information was provided.